Event description:
It was reported that csr received the phone call on (B)(6) and make cscs department aware on 4-7-2015. Dealer stated: " on the rear canes, the mounts, they have those assemblies there that have the quick release handle for the back. Those assemblies are kind of all worn and the pin's broken on the one side. She had someone helping her maintain it, but I need those lower mounts for the canes on each side where they pivot at and the quick pins assembly on each side with the cable that comes with it that folds the back down.". No further information provided.